Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling for the reported events of expulsion and detachment of device component: "method of use: 2) this product is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. 7) remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig.4, it is incorrectly attached. 8) next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. 9) inject slowly. 10) failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the mid face using the packaged needle. During injection, the "needle burst continuously." The healthcare professional "tried to lock the needle since filler spilled out from the needle but failed" and stopped the injection. There were no reported injuries.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the mid face using the packaged needle. During injection, the "needle burst continuously." The healthcare professional "tried to lock the needle since filler spilled out from the needle but failed" and stopped the injection. There were no reported injuries.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the mid face using the packaged needle. During injection, the "needle burst continuously." The healthcare professional "tried to lock the needle since filler spilled out from the needle but failed" and stopped the injection. There were no reported injuries.